Event description:
Per the independent repair center, the customer alleged problem is alarming/red light/ noisy unit. The key failure is the compressor is noisy. As stated on the repair statement additional malfunction on this device: on/off power switch has no alarm.